Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer received an altitude alarm after it became wet. The customer's blood glucose level was not impacted. There was a temporary delay in clearing the alarm and resuming insulin delivery.